Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon did not insufflate. There was no patient involved in the event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received five devices.the visual inspection of the products note that two devices were received in their original packaging. The three open devices noted that the trocar balloons lock collars, obturators, valve seals and doors appeared intact. Three inflation syringes were received. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. All other components functioned normally.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.